Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient reported that while using his carelink monitor, when the 5th green interrogation light came on, he felt like he got a shock from the monitor. The patient felt a tingling going from his fingertips, up his arm, to his chest. The patient had just put in new rechargeable batteries. A new monitor was sent to the patient. No further patient complications have been reported as a result of this event.